Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using an atw35 the surgeon fired the device ahd heard a loud crunch and the device would not release the tissue. After approximately ten minutes he got the device to release. The staples and knife blade did not advance. No bleeding occurred. There was no consequence to the pt.